Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the patient episodes of non-sustained right ventricular oversensing due to myopotential were noted. Programming changes were made. The patient is fine.